Event description:
It was reported that patient presented remotely via merlin.net with noise reversion alerts due to noise on the right ventricular lead. Patient came to the clinic and programming changes were made. No patient symptoms or additional information was available.